Manufacturer narrative:
(B)(4).

Event description:
A problem was reported. Company representative reported that patient requested bolus when they should have been able to get one but the ptm denied it. The patient actually received the bolus but the uplink signal did not make it back to ptm successfully. Patient saw the activations but saw an ¿x¿ sign and indicted not getting it. Patient also said ¿it¿s almost ready to flip¿ but there was no explanation to the term. It was reported patient had gotten a lot of ¿cognitive stuff¿ going on. No patient outcome reported. A report will be provided if additional information becomes available.